Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medbank had an issue with patient ID which was inactive in mql. A technical support specialist had been informed that while trying to readmit the patient, showed as inactive on the medbank side and found that all of the follow up messages were a08 update messages that did not admit or discharge. Technical support specialist reached framework team since the issue related to readmit patients on the framework side. No resolution was provided by the technical support specialist or customer regarding the reported issue. No additional information is available.

Event description:
Patient not found (patient ID was inactive in mql). It was reported by the customer that bd pyxis¿ medbank tower had an issue with patient ID which was inactive in mql. There were no adverse events or injuries reported based on this incident.